Event description:
The lay user/patient contacted lifescan in 2007 and alleged that the threads were stripped/damaged on her one touch ultrasoft lancing device. The medical affairs specialist was not able to reach the patient via phone after several attempts via phone. The patient reported that the issue with the lancing device started the same day at 9.30 am. She also reported experiencing dizziness and at an unknown time later administered an additional pill of her oral medication (metformin). It is not clear if the symptoms began before or after the alleged lancing device issue began. At the time of troubleshooting, it was verified that this was not a new product and there was no misuse of the product. The patient was using a regular cap with the lancing device. The complaint is reported because the patient alleged an issue with the lancing device and also reported feeling dizzy and treated self with an additional oral medication. Replacement product was sent to the lay user/patient.